Event description:
It was reported that the knife wire on the sphincterotome fractured. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ecrp) and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The subject device was returned, evaluated, and the user's initial report was confirmed - the knife wire was found broken. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that the cutting wire where the wire coating was torn may have come into contact with the device end of the endoscope when the forceps elevator was raised. That unintentional contact ultimately lead to component failure and caused the reported malfunction. Should additional information become available concerning this event, a supplemental report will be provided. Olympus will continue to monitor the field for similar events.